Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial/lot #: (B)(4), ubd: 02-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that an ¿abnormal lead impedance¿ and ¿fracture¿ had occurred. Interrogation records indicated that with electrode 3 as the cathode and electrode 5 as the anode, the bipolar impedance was measured as 40000 ohms at 0.8 v. The implantable neurostimulator (ins) was removed on (B)(6) 2020 to check whether there was a problem with the ins; however, ¿it was confirmed that there was no problem with the ins and the lead was fractured.¿ the lead was replaced as a result of the event and the issue was resolved. It was noted there were no external factors in particular reported to have led or contributed to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID: 97791, lot# unknown, product type: accessory. H3 device evaluation: analysis of the lead found all eight conductors were broken and the braid wire was broken and protruding through the outer insulation at the anchor site; 15.7 cm from the distal end of the lead. H6: please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.